Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 378770a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the unexpected result. The customer did not provide a comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016: the patient reported an unexpectedly high inratio inr result= 4.2 followed by a change in warfarin dosage based upon the inratio inr result. No confirmatory testing available. Therapeutic range: 2.0-3.0. The patient reported milking of the finger during testing.